Event description:
It was reported to philips that the battery (19112-0395-p) for the device would fail to charge. There was no patient involvement. The li-ion battery pack was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in two of the led indicators illuminating, indicating the battery was partially charged. A voltage measurement test was completed and it was noted that the measured voltage between pin 1 and pin 4 was 13.71v. Upon installing the battery into a known working mrx, the rfu indicator changed to a black hourglass and subsequent shock tests resulted in the delivery of successful manual shocks with outputs measured to be within a passing range. However, when the battery was left in the device to charge, it was noted that the capacity of the battery did not change. The battery was then inserted in a cadex charger, but the charger was unable to recognize the battery and an error code was prompted (¿fail 128). Troubleshooting of the component verified that the battery would not charge in either the mrx or the cadex charger. Upon confirmation of the failure, the battery was scheduled to be returned to the original vendor.

Manufacturer narrative:
Additional information provided: updated section b5 with a failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated h6 codes to reflect failure analysis results. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery ((B)(4)) for the device would fail to charge. There was no patient involvement.